Event description:
Journal murata et al. "Deep brain stimulation of the posterior subthalamic area (zi.raprl) for intractable tremor." No shinkei geka 2007; 35(4): 355-362. Eight cases with severe essential tremor and 18 of tremor-dominant parkinson disease were treated with unilateral dbs of the area including the zona incerta and the prelemniscal radiation (zi/raprl). Tremors have been well controlled for 24 months with almost stable stimulation parameters, and no obvious adverse effects of stimulation. Reportable event: it was reported that in patients with severe essential termor, if stimulus was regularly continued, when the stimulus was turned off the tremor became stronger than before surgery (rebound phenomenon), and in some cases the stimulus efficacy decreased. In those cases when the patients were instructed to reduce the stimulus on-time to the minimum necessary, they were able to maintain favorable conditions. It is unclear as to the number of patients affected.